Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
Patient ID number (B)(6). It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with an 8french sheath after an ablation procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. Additionally, an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 12french sheath after an ablation procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.